Event description:
End user called to complain that the devices calibration was reading out of range. This was confirmed by troubleshooting on the phone. The device was replaced and the defective one returned for investigation.